Manufacturer narrative:
This is one of two device reports related to this event. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event and expired the same day, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event associated manufacturer report numbers are 1225714-2015-06574 and 1225714-2015-06575. Additional information has been requested and will be submitted upon receipt accordingly.